Event description:
Caller reported that the tandem mobi pump battery would not charge despite using the correct charging supplies and attempting various solutions. There was no adverse impact to the customer¿s blood glucose level. The customer requested a pump replacement, which was approved and processed by technical support, who instructed the customer on sending back the problematic pump and advised them on steps upon receiving the replacement pump. Customer opted to use a backup insulin pump to ensure insulin delivery was not interrupted while awaiting the replacement.